Event description:
It was reported that the patient was not feeling well. It was determined that the pt had premature ventricular contractions and some atrial arrhythmias. Far-field sensing on the atrial channel was also noted. The device was mode switching. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Lead remains in use.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.